Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The primary complaint was not confirmed. The meter was found to function properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Pa unable to perform test strip evaluation since the test strip lot number was not provided by the patient. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter displayed a message of "illness". The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call to the patient. The patient reported that she obtained the alleged message instead of a result on the subject meter on (B)(6) 2012 at 10am. The patient informed the csr that when the "illness" message appeared it also prompted "check with doctor". The patient confirmed no error number appeared with the alleged message. The patient also confirmed that she tested on a different device due to not being able to obtain a reading with the subject meter; however, she did not recall the reading she obtained. Prior to when the error message appeared, the patient claimed she had tested her blood glucose at approximately 8am with the subject meter and obtained a result in the "8.x mmol/l" range. The patient stated that she manages her diabetes with novorapid (based on a sliding scale) and levemir (20u taken at bedtime) insulin. The patient reported drinking a glass of orange juice, eating a piece of toast and had a tablespoon of corn syrup after the issue started. The patient reported that at the time the message appeared she was in "a lot of pain" and feeling ill. The patient claimed she had a headache, had pain due to digestion issues and was suffering from an infection which developed due to a catheter that was incorrectly inserted. At an unspecified time after the alleged error message appeared, the patient claimed she "passed out". The patient stated she regained consciousness on her own and did not require medical intervention. The patient did not known how long she was unconscious for and confirmed her blood glucose was not tested while unconscious. During the follow-up call, the patient informed the csr that she suffers from several other health issues such as high blood pressure, blood circulation issues, blood clots, kidney failure, and gastrointestinal issues. The patient reported that she had also lost consciousness several times in the past and she was unsure if her diabetes or a different health condition contributed to her loss of consciousness. At the time of troubleshooting, the csr was unable to replicate the alleged message. Replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly "passed out" after the alleged meter issue began.